Event description:
Defective multiple day infusor. Rptr prepared a multiple day infusor with adriamycin vincristine for a cancer pt after it was completed, rptr noticed the solution was dripping slowly from the bottom valve where user inject the drugs. Rptr wiped the drugs and handed the infusor to the nurse. At the time the nurse was hooking the infusor to the pt, they noticed that the bottom chamber was getting filled with the chemo mixture that was leaking from the bottom valve. Rptr discarded the infusor and made a new one from the same box.